Event description:
It was reported that the ilet displayed alert code 61 indicating an external flash write error, after which the patient experienced abnormally high glucose readings for approximately one day and then received a malfunction alert; the user shut down the device and transitioned to backup therapy with subcutaneous insulin via pen, and a replacement ilet was provided with instructions on shutdown, return, data sync, and startup requirements. Symptoms included hyperglycemia. Outcomes included the need for backup insulin therapy and temporary loss of automated insulin delivery. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.